Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had a system over temperature alarm. There was no harm or injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse replaced the threaded probe temperature sensor (0206-00-0734) as a precaution. Safety, calibration, and functionality checks were performed to factory specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0206-00-0734 with a reported unit failure of a system over temperature alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Reported failure was not reproduced. Root cause is not confirmed. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au.